Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch.no button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed the displacement, rewind and self test. No unexpected slower rewind anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was unknown. Customer also stated that the all buttons are harder to push and insulin pump was slower to rewind. The device will not be returned for analysis.